Event description:
The tps oscillating saw was returned without complaint after the customer received their own back from repair. Upon evaluation at the manufacturer by a manufacturer's service technician, it was found to overheat. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.